Manufacturer narrative:
H.6. Investigation: bd did receive 2 photographs from the customer in support of this complaint, showing acceptable draw level. Additionally, 20 retained samples were functionally tested and the indicated failure mode of overfill was not observed as all results were within specification. Bd was unable to confirm customers indicated failure mode based on the retained samples test results and photographs attached. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. H3 other text : see h.10.

Event description:
It was reported when using the tube cit plh 13x75 2.7 109 usi l-mg ce there was overfill. The following information was provided by the initial reporter. The customer stated: there is "overfilling of the tube. Not usable for analysis."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube cit plh 13x75 2.7 109 usi l-mg ce there was overfill. The following information was provided by the initial reporter. The customer stated: there is "overfilling of the tube. Not usable for analysis."